Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the purewick urine collection system was not suctioning, and the urine stays in the tubing. It was also reported that the patient was in hospital with a urinary tract infection. Lms representative informed the need of accessory kit replacement as it was due for replacement and went over troubleshooting and water test- unit passed with tube but failed to suction with wicks- went over test again and failed water test as it pulls water and stops. It is unclear if troubleshooting was performed or if lot number was requested. No additional information was provided. Female wicks used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the purewick urine collection system was not suctioning, and the urine stays in the tubing. It was also reported that the patient was in hospital with a urinary tract infection. Lms representative informed the need of accessory kit replacement as it was due for replacement and went over troubleshooting and water test- unit passed with tube but failed to suction with wicks- went over test again and failed water test as it pulls water and stops. It is unclear if troubleshooting was performed or if lot number was requested. No additional information was provided. Female wicks used.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling and instructions for use were reviewed and found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the purewick urine collection system was not suctioning, and the urine stays in the tubing. It was also reported that the patient was in hospital with a urinary tract infection. Lms representative informed the need of accessory kit replacement as it was due for replacement and went over troubleshooting and water test- unit passed with tube but failed to suction with wicks- went over test again and failed water test as it pulls water and stops. It is unclear if troubleshooting was performed or if lot number was requested. No additional information was provided. Female wicks used.